Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm on 07/30/2025 05:30:01.000 bolus, 07/30/2025 05:50:03.000 bolus, 07/30/2025 06:10:00.000 bolus and 07/30/2025 14:31:00.000 basal in pump downloaded history during bolus and basal. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked case (battery tube) and battery tube threads - cracked. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Cosmetic damage confirmed at battery side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged for crack at the battery tube side of pump, current event insulin flow blocked alarm. The customer reported no adverse event. The event involved products mmt-431aj, mmt-342 and mmt-1884l. Troubleshooting was performed for cosmetic damage and indicated that the damage has impacted/affected the pump¿s functionality. Troubleshooting was partially performed for insulin flow blocked alarm and the non-serialized product being replaced. No harm requiring medical intervention was reported. No product return is required for mmt-431aj. No product return is required for mmt-342. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned.